Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving sufentanil via an implanted pump. It was reported that a catheter revision was performed. Per the reporter, it was assumed the therapy was not working. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The physician did aspirate the catheter successfully during the revision and dye study performed. The pump segment and a portion of the spinal segment was revised and successfully aspirated afterwards. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.